Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. The pacemaker was explanted and replaced. The patient was stable.

Manufacturer narrative:
The device was returned for evaluation. The device was received with the battery voltage above the elective replacement level and no header anomaly. Electrical testing found no anomalies. Longevity testing was within normal range.